Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 27-jan-2023. H6: investigation summary: four samples model mp5303-c (2 samples lot 22109023, 1 sample lot 22109025, and 1 sample lot 22119047) were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a 10 ml bd syringe filled with water. Three samples (1 sample lot 22109023, 1 sample lot 22109025, and 1 sample lot 22119047) were unable to be flushed. One sample (lot 22109023) was successfully flushed. Visual inspection under the microscope showed excess solvent near the female luer. The customer complaint that the sets were unable to be primed was replicated in 3 of the 4 returned samples. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22119047 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: several max plus extension sets will not flush. Fluid looks like it is building up right after the connector.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 22119047, medical device expiration date: 05nov2025, and device manufacture date: 01nov2022. Medical device lot #: 22109023, medical device expiration date: 03oct2025, and device manufacture date: 03oct2022. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus pressure rated extension set with removable needleless connector there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: several max plus extension sets will not flush. Fluid looks like it is building up right after the connector.